Event description:
Boston scientific received info that this rv lead exhibited difficulties with capturing during the implant procedure due to the pt's ph levels. There were no product allegations. It was stated that the outputs were programmed to 6.5 v at 1 ms due to implant observations. The pt had been discharged and later presented to the ER due to dizziness, lightheadedness and syncope. The ER physician diagnosed the pt with seizures. The pt was admitted and asystole was reported, the duration, however, was unk. The pt was then transferred to the cath lab and a temporary pacer wire was placed as the pt was pacer dependent. It was further reported that the pt was ischemic and would be having a stent placed in their right coronary artery. The pt underwent a rv lead revision and the lead was placed more septal. Premature ventricular contractions (pvc) were observed which was a sign of health tissue. The thresholds were 1.5 volts and there was some diaphragmatic stimulation also noted with the change in position, which was resolved. The pt was to be re-evaluated in 2-3 weeks. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.